Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed middle shaft moves with some resistance in outer shaft and cone. Tip and distal end of liner were not received, 143cm of remaining distal liner, approximately 155mm missing including tip. The proximal inner and liner are stuck within mid shaft, likely due to blood. The device was disassembled so that the individual components and shafts could be inspected and measured. The remaining liner shaft allowed the passage of a 0.035¿ guidewire indicating that the ID was not compromised. With the rack only being extended 62mm back, this indicates that the deployment was likely finished by pulling the system as additional extension is needed to deploy a 60mm stent. It is likely that the distal region, including tip, was restricted during removal but still free on guidewire as it was not noted to be attached to guidewire. Extreme calcification, tortuosity, or a sheath kink could provide additional resistance to withdrawing the tip. Handle pins were noted to be bent but is not related to event. The buckle at the nose cone in the outer shaft indicates significant force used to withdraw system and ultimately broke liner off. The proximal inner is free to move per design after deployment. It is likely that the shaft moved distally during the tensile of the liner prior to break. The failure signature causing the event is likely on the section broken off during the procedure. The laser port holes in the liner extend more than 200mm proximal of tip and is the failure location. Nothing in the proximal end of the system is likely related to the event due to the tensile breaks in the distal region of the liner. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) for treatment with stent implantation, tip detachment occurred. The lesion was located in the superficial femoral artery (sfa). High grade stenosis was reported. The lesion was predilated with a 3 x 60 mm mustang balloon. An innova stent 7 x 60 mm was then deployed. During withdrawal of the delivery system, some resistance was reported and force was needed to pull out the sheath. The tip of the catheter was left in the vessel. No attempt to remove the detached part was made. The patient remained stable and no patient complication has been reported.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) for treatment with stent implantation, tip detachment occurred. The lesion was located in the superficial femoral artery (sfa). High grade stenosis was reported. The lesion was predilated with a 3x60mm mustang balloon. An innova stent 7 x60mm was then deployed. During withdrawal of the delivery system, some resistance was reported and force was needed to pull out the sheath. The tip of the catheter was left in the vessel. No attempt to remove the detached part was made. The patient remained stable and no patient complication has been reported.